Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated.associated malfunctions for this device: pilot valve contaminated, muffler clogged, preformed tube dirty, regulator leaking, flow meter knob defective, tie wraps and hose clamps other/defective, cabinet filter missing.